Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white material observed. The device history record (DHR) for the lot number 7278863 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 10/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 600cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure through a visual examination. Right breast prosthesis malposition was also indicated (lateralization). The patient underwent right breast capsulorrhaphy and bilateral removal and replacement with mentor smooth round moderate plus profile 800cc gel prostheses on (B)(6) 2018; catalog # 3502800, s/ns: (B)(4) (l) and (B)(4) (r). The patient tolerated the procedure well and last known condition was stable. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-06608 for the contralateral prosthesis. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-04791 for the contralateral prosthesis.